Event description:
The customer's husband reported via phone call that the customer's insulin pump had a crack. The customer's husband explained that yesterday a piece of the insulin pump came off. The customer's blood glucose was unknown. The customer stated that the damage was located at the reservoir compartment and that the missing piece exposed the o-ring. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.